Event description:
It was reported that a physio-control owned device failed to power on. Further analysis found that it would lock up and was unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb and user interface pcb assemblies resolve the issue. The device was repaired and proper device operation confirmed through functional and performance testing. The device was returned to service for use.